Event description:
It was reported that post-operative, the patient experienced a perforation and chest pain post implant of a right ventricular (rv) l ead. It was reported that the rv lead exhibited high thresholds and no capture.  During the lead revision procedure it was reported that patient developed more chest pain and thresholds further increased. The right ventricular (rv) lead was successfully repositioned and the patients symptoms subsided. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.